Manufacturer narrative:
One duodecapolar, double loop, inquiry afocusii diagnostic catheter was received for evaluation. No blood-like substance (bls) was noted on the returned device. A bend and kinks in the catheter shaft were noted proximal to the spiral loop/shaft transition. A tear in the catheter shaft with protruding braided wires was also noted proximal to the spiral loop/shaft transition. No other visual anomalies were noted. The catheter deflected when actuating the steering mechanism; however, the catheter did not deflect in the correct shape according to specifications, due to bends and tear in the shaft. The investigation concluded that the cause of the damaged and kinked shaft was due to the catheter being over torqued during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged and kinked shaft is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a tear in the catheter shaft.